Event description:
It was reported per field service report: pump was on a pt. Symptom -unit only runs on battery for about 30 minutes before it issues the less than 20 minutes remaining alarm. Findings/action taken: battery replaced by hospital.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.